Event description:
Information received as follows: customer reports redness in one quarter inch ring around stoma with small amount of bleeding that developed two (2) months ago.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Skin care with end-user who uses hollister adhesive remover, (B)(6) soap, and coloplast antifungal powder. The use of a moldable wafer and the benefits of remeasuring the stoma was discussed with end-user, in addition crusting techniques was discussed by using stomahesive powder followed by allkare protective barrier wipes. End-user states that usual wear-time for product is seven (7) days; therefore, it was suggested that to perform wafer changes every five (5) days. It is reported that end-user first saw an ostomy nurse who recommended the use of antifungal powder to the affected site, however, no evidence of improvement noticed after three (3) weeks. Lastly, it is reported that end-user saw another ostomy nurse who recommend using a moldable wafer. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.